Event description:
Mating issue report stated " np informed thoracic team leader the new pleurx valve no longer clicks in place with the drain bottle and they could not get the pleurx valve cap onto the pleurx catheter. " no patient impact reported. Lot number is unknown. No samples are available. No requested action at this time 26march2015- this has been the only incident, no lot available, however, the pleurx name is printed on valve. The original implant date was (B)(6) 2015, for pleural drainage is not receiving any chemo, uses alcohol to disinfect. Patient arrived to pacu post implant, with no cap attached to catheter, but cap did not click when staff placed it on. The only obvious difference to catheter tubing was the word pleurx was on the cap and it did not lock.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up emdr will be submitted.

Manufacturer narrative:
(B)(4). Complaint sample was not provided for evaluation. Consequently, the investigation was not able to determine any contribution the actual complaint sample had on the reported failure mode. Likewise, the investigation was not able to identify any probable root cause from the sample evaluation. A DHR review of applicable records could not be performed since no lot number information was provided in the complaint report. Consequently, the investigation could not identify any contribution to a probable root cause based on the DHR review. Based on the results, the investigation was not able to identify any probable root cause for the reported failure. There was no identify contribution from any manufacturing aspect that may have contributed to the reported failure mode. This failure mode will be tracked and trended.